Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: the battery compartment was observed to be cracked in the area below the grip pad. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Unrelated to the reported issue, the keypad cover was observed to be cut and torn between the up arrow and contrast buttons; however, all of the keypad buttons were properly responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6)2015.